Event description:
Per the clinic, the patient experienced pain and infection behind the ear, which progressed to mastoiditis. The infection was present throughout the receiver/stimulator site. The patient was treated with oral antibiotics (specific date and duration not reported), however, the infection did not resolved. The patient was unable to wear the sound processor due to ongoing pain. Subsequently, the device was explanted on (B)(6) 2026. During the explantation procedure, the surgeon discovered an extensive cholesteatoma in the mastoid cavity and compromised skin over the receiver/stimulator site, which necessitated significant flap reconstruction. The cholesteatoma was completely removed from the cavity. The infection has since resolved. There are no plans to reimplant the patient with a new device as of the date of this report.